Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a mild paravalvular leak was observed. A post-implant balloon aortic valvuloplasty was performed. Following the deflation of the non-medtronic balloon, as it was removed from the annulus, the balloon became caught on the valve paddle. The balloon pulled the valve into the ascending aorta. A snare was used to pull the valve distal to the innominate artery. A second transcatheter bioprosthetic valve was implanted with no complications. No additional adverse patient effects were reported.